Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening).no other clinical information or medical interventions were reported. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cord, manufacture confirmed the device powers on and provides airflow. During review of the error logs, product investigation laboratory determined the device was likely reset prior to product investigation laboratory receipt due to having 8900.4 machine hours and 0 blower and therapy hours. There were no errors logged, and care orchestrator data was not available for download. During the investigation, product investigation laboratory observed: a dust-like contaminant was observed on the top enclosure, front panel, bottom enclosure, blower, blower seal, and blower box. Hair-like particles were observed on the bottom enclosure. A keratin-like substance was observed on the outlet of the blower box. (B)(4) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and are consistent with being from an external source. Box h:device eval. By mfg? (Rfb), (device) problem code grid , evaluation method code, evaluation results code and conclusion code grid has been updated. Box a: patient identifier (rfb) updated. Box b:relevant test/lab data (rfb) updated. Box e updated. Box g:report source - other updated. Box d:device serviced by 3rdp?,device avail. For eval? (Rfb)& date returned (rfb) updated.